Event description:
Patient was revised to address high ion levels and metallosis in surrounding hip tissue. Update: litigation papers received on (B)(6) 2013. Litigation alleges pain, discomfort, inflammation and grinding/popping. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on (B)(6) 2013. Update has been electronically attached to the complaint document. Update rec'd (B)(6) 2014- pfs and medical records received. Part/lot received. Revision operative note confirmed metallosis. It also noted cup loosening so the cup and a screw are now being reported. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely that the complaint is product related.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.